Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a follow-up. Non-sustained rv oversensing was observed due to myopotential oversensing on the ventricular channel. Programming changes were made. The patient was stable and will be followed routinely.